Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, the incomplete coaptation appears to have been the result of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.